Event description:
It was reported that the device could not be interrogated. The device was unable to be interrogated even after two attempts were made with different programmers. There was no information on programming or estimated longevity from previous follow ups. The device was explanted and replaced on (B)(6) 2017. Patient condition was normal post procedure.